Manufacturer narrative:
The dealer indicates potential human error.

Event description:
Alleges a plastic tag was left on new scooter. The scooter ran in reverse when tag got stuck on throttle and she ran into something and was injured.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Alleges a plastic tag was left on new scooter. The scooter ran in reverse when tag got stuck on throttle and she ran into something and was injured.